Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event that no fluid would flow through the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2014-02878 captures the first device while #3005099803-2014-02879 captures the second device. It was reported to boston scientific corporation that two interject sclerotherapy needles were used in the patient's sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, they were unable to get fluid to come out of the needle, as if it was blocked. They used another interject sclerotherapy needle but the same issue occurred. The procedure was completed with the third interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.